Event description:
It was reported that the lead exhibited noise. The lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form: mw5151185.